Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. Technical services was contacted and confirmed the patient had chronically high impedance. The lead will continue to be monitored. No adverse patient consequences were reported.